Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black/blank screen, no image on the screen, seemed vertical lines with the sovereign compact console. It was stated that the hospital management did not approve the service form. The operating room (or) also reported that the problem did not duplicate the issue and that the console is working properly. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.